Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a screw broke during insertion. The screw was used together with 2-hole plates to fixate a small supra orbital cranial bone flap. All plates/screws were inserted. The screw that broke stood slightly prone from the plate. When the surgeon tried to tighten it to be flush with the plate, the head broke off. No prolongation of the surgery due to screw breakage. The patient was reported as non-obese and otherwise healthy. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.